Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. Fluoroscopy was performed which confirmed that arteriotomy placement was in the common femoral artery. The device was inserted at a 45-degree angle. There was no report of difficult device insertion. Good marking was obtained. The foot was deployed and parked without difficulty. The needles were deployed and retrieved without difficulty. It was reported that the suture pulled through. At the time a hematoma was starting to develop. The phyisican used fem-o-stop to achieve hemostasis. The patient was transferred to the floor, where it was reported that the hematoma began to increase in size. An ultrasound was performed and the patient was diagnosed with a pseudoaneurysm. The physician injected thrombin into the pseudoaneurysm in an attempt to resolve it. The patient was discharged. The patient returned to the doctor's office one week later for a follow up appointment. There were no complications noted. The patient was reported to be doing "fine".